Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: medical product: concomitant medical products: therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has burn marks on her neck where the electrodes. The patient changes the electrodes every 3-4 days and are not rotated. The patient was told her to move the electrodes to a different spot and she experienced itching. The patient describes the skin red and itchy with little bumps. The patient uses the cover patches at night. The patient is allergic to trees and has seasonal allergies. She does not take any medication. The patient spoke to the nurse practitioner. The zimmer biomet advised the patient to remove the electrodes until her skin was completely clear. New 63b electrodes were shipped to the patient. The patient was instructed to do a time test with the 63b electrodes after her skin cleared. New information was received by the patient. The patient was advised by her doctor to discontinue treatment with the device.

Event description:
It was reported that the patient has burn marks on her neck where the electrodes. The patient changes the electrodes every 3-4 days and are not rotated. The patient was told her to move the electrodes to a different spot and she experienced itching. The patient describes the skin red and itchy with little bumps. The patient uses the cover patches at night. The patient is allergic to trees and has seasonal allergies. She does not take any medication. The patient spoke to the nurse practitioner. The zimmer biomet advised the patient to remove the electrodes until her skin was completely clear. New 63b electrodes were shipped to the patient. The patient was instructed to do a time test with the 63b electrodes after her skin cleared. New information was received by the patient. The patient was advised by her doctor to discontinue treatment with the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added d3: manufacturer updated d4: unique identifier (UDI) number updated g1: contact office updated g3: date received by manufacturer added g6: type of report h2: follow up type h3: device evaluated by manufacturer updated to yes h6: impact code added 4648 - insufficient information h6: component codes added 451 - electrode h6: clinical code added 4545 - skin inflammation/ irritation h6: clinical code added 1757 - burn(s) h6: device code updated to 2682 - patient-device incompatibility h6: investigation code added to 3331 - analysis of production records h6: investigation code added to 4119 ¿ insufficient information available h6: investigation findings code added to 3221: no findings available h6: investigation conclusions added to 4315 - cause not established h10: additional narratives/data the following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. This complaint will be tracked and trended per sop 114.0.2 bht complaint trending procedure for any adverse trends that may warrant further action. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient has burn marks on her neck where the electrodes. The patient changes the electrodes every 3-4 days and are not rotated. The patient was told her to move the electrodes to a different spot and she experienced itching. The patient describes the skin red and itchy with little bumps. The patient uses the cover patches at night. The patient is allergic to trees and has seasonal allergies. She does not take any medication. The patient spoke to the nurse practitioner. The zimmer biomet advised the patient to remove the electrodes until her skin was completely clear. New 63b electrodes were shipped to the patient. The patient was instructed to do a time test with the 63b electrodes after her skin cleared. New information was received by the patient. The patient was advised by her doctor to discontinue treatment with the device.